Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported blood glucose value of 50 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-332a, mmt-397a, mmt-1880l. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0878 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump delivered 135 bolus deliveries on the event date of 29-may-2024 at 00:04:42.000 to 21:38:31.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and serial number label missing. Cosmetic damage was confirmed at the back of the pump. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.